Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and analysis was performed and no anomalies were found. The inner insulation of the lead was extrinsically breached due to a cut. The outer insulation of the lead was extrinsically breached due to a cut. Visual summary analysis of the lead indicated damage at implant and the lead indicated stretching.

Event description:
It was reported that during implanting procedure, after implanting the lead, the physician planned to connect implantable pulse generator (ipg), but found parameters of right ventricular lead is was good (unknown specific parameters). Physician also found it was difficult to withdraw lead. After pulling out the lead the physician found the lead was damaged. The lead was attempted and not used. Another lead was used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).